Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "pain, capsular contracture," baker grade IV and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.

Event description:
Healthcare professional reported left side "pain, capsular contracture," baker grade IV and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, brown particles in the gel and shell, and broken shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified broken sharp crease opening and wear abrasion. Based on the device analysis the final assessment was a broken sharp crease opening on posterior due to fold flaw opening.